Manufacturer narrative:
Concomitant medications included aspirin, plavix, coreg, eptifibatide, glipizide, heparin, hctz, lantus, lipitor, lotensin, metformin, niacin, norvasc, and prasugrel. Please note that this is an initial/final MDR. The report received from the cypress study indicated that a subject experienced coronary artery restenosis approximately 27 months post index procedure. The patient's medical history is significant for angina, previous pci (most recent (B)(6) 2009), family history of coronary artery disease, stable angina pectoris, positive functional test for ischemia, peripheral artery disease, hyperlipidemia, hypertension, lvef (normal), diabetes mellitus (type ii) and smoking (greater than 30 days). Add info regarding previous pcis is unavailable. At the time of index procedure, the indication for the procedure was stable angina pectoris and +ve functional test for ischemia. The angiography revealed a lesion in the distal left anterior descending described as 10mm in length, class a, de novo with 75% stenosis. The reference vessel was 3.3mm in diameter. The lesion was treated with a 3.0x13mm cypher rx (#15111511) at 15atm by direct stenting. As a standard procedure, the stent was postdilated with a 3.25x10mm balloon at 22atm. There were no procedural complications and the patient was discharged a day later. Approximately 27 months later, the patient experienced coronary artery restenosis and underwent ptca of the dlad. As per cath report, the proximal lad showed 40% calcified lesion. The mid vessel showed a 90% lesion with mla of 1.8 sq mm. The distal vessel showed 75% stenosis and more distally in the proximal aspect of old stents showed 75% stenosis. The distal aspect of the stents showed 40% restenosis. The apical segment of lad showed 40% lesion. The first diagonal had a 60-70% occlusion and 2nd diagonal also showed mild plaquing. The patient underwent deployment of 3.5x28mm xience stent in the mid, 3.0x12mm promus stent overlapping distally 2.5x24mm promus stent in the distal segment. The patient also found to have undergone stenting in the rpda. The event resolved without sequelae. Event was not related to the study stent, drug, or procedure in an investigator's opinion. The study stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot 15111511 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111511 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Event description:
The report received from the (B)(4) study indicated that a subject experienced coronary artery restenosis approximately 27 months post index procedure. The patient's medical history is significant for angina, previous pci (most recent (B)(6) 2009), family history of coronary artery disease, stable angina pectoris, positive functional test for ischemia, peripheral artery disease, hyperlipidemia, hypertension, lvef (normal), diabetes mellitus (type ii) and smoking (greater than 30 days). Add info regarding previous pcis is unavailable. At the time of index procedure, the indication for the procedure was stable angina pectoris and +ve functional test for ischemia. The angiography revealed a lesion in the distal left anterior descending described as 10mm in length, class a, de novo with 75% stenosis. The reference vessel was 3.3mm in diameter. The lesion was treated with a 3.0x13mm cypher rx (#15111511) at 15atm by direct stenting. As a standard procedure, the stent was postdilated with a 3.25x10mm balloon at 22atm. There were no procedural complications and the patient was discharged a day later. Approximately 27 months later, the patient experienced coronary artery restenosis and underwent ptca of the dlad. As per cath report, the proximal lad showed 40% calcified lesion. The mid vessel showed a 90% lesion with mla of 1.8 sq mm. The distal vessel showed 75% stenosis and more distally in the proximal aspect of old stents showed 75% stenosis. The distal aspect of the stents showed 40% restenosis. The apical segment of lad showed 40% lesion. The first diagonal had a 60-70% occlusion and 2nd diagonal also showed mild plaquing. The patient underwent deployment of 3.5x28mm xience stent in the mid, 3.0x12mm promus stent overlapping distally 2.5x24mm promus stent in the distal segment. The patient also found to have undergone stenting in the rpda. The event resolved without sequelae. Event was not related to the study stent, drug, or procedure in an investigator's opinion.